Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2; reference MFR. Report: 1627487-2019-08692. It was reported patient experienced ineffective therapy of bilateral coverage for more than a month due to lead migration which was checked by diagnostic testing .to address this issue patient underwent surgical intervention on (B)(6) where the same leads were used using a stylet to read thread the lead to get better left sided coverage. Post operatively patient achieved effective coverage of therapy.